Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that patient has a painful lump - md suspects a broken ring. Additional surgery may be necessary.